Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented with erosion. The device placement was changed several times but the same results were observed. The device was replaced and the procedure was completed with no consequences to the patient.